Event description:
It was reported that during an unknown procedure the titanium tip broke. The broken piece was retrieved by forceps. Changed to another one to compete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade ¿lockout¿ later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.